Event description:
New information noted that there was a helix anomaly on the right ventricular lead when extending the helix. The left ventricular lead was also explanted due to diaphragmatic stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic experiencing diaphragm stimulation. It was noted that the right ventricular lead had intermittent capture. Device interrogation revealed high capture thresholds. Echocardiogram also revealed small pericardial effusion. The lead was explanted and replaced on (B)(6) 2018. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.